Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On march 29, 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was giving an "error 2" message and a one touch ultrasoft lancing device was not allowing a lancet to fully penetrate. In 2007, the patient attempted to test her blood glucose with the reported meter while having symptoms of dizziness, blurred vision, a headache, tiredness, and drowsiness. The patient was unsuccessful with testing her blood glucose. She reportedly got the "error 2" message and claimed that her lancing device did not have enough strength to shoot a lancet. At one point, the patient's neighbor, who is a nurse, noted that the patient was not preparing the lancing device properly. After attempting to test her blood glucose, the patient administered self-care by taking the following medications: 2 pills of "glibenclanida," 1 pill of "acarbosa," and a ? Pill of "metformina". The patient then visited an emergency room (ER) to have her blood glucose checked. The patient's blood glucose was tested in the ER using "visual strips". The ER obtained a blood glucose level of "240 mg/dl". The patient was treated with insulin (unknown type and dose). She was released from the hospital after 1 hour. It would have been helpful to know the following information: how long the patient has had the products for, her testing frequency, when the reported product issues started, and when the symptoms developed. In addition, it would have been helpful to know her diabetic treatment regimen, if she made any changes to the regimen due to the reported issues, what device was used to check the patient's blood glucose in the hospital, what her usual blood glucose levels are, if she tried testing her blood glucose before the symptoms developed, and what her last blood glucose reading was on the reported meter. The patient was not using a correct technique for testing with the reported meter. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that she could not test her blood glucose because of the "error 2" message and the lancing device issue. There is insufficient information to determine when the patient's symptoms developed in relation to when the alleged issues started. The patient reported symptoms suggestive of hyperglycemia, sought medical attention, and received insulin treatment.